Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in set) occurred during initial drain was confirmed; per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. No issues identified with the product labeling that would contribute to the reported problem baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error 2240 (air in set) during the initial drain on the home choice. The technical service representative (tsr) advised the home patient (hp) air had entered the setup. The hp recycled the power. The tsr advised the hp the therapy had ended and she would need to start over with new supplies. The tsr advised the hp to connect the patient extension line at connect bags and to inform the peritoneal dialysis nurse (pdrn) of the system error 2240. The hp would start over with new supplies. Product surveillance contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. Per the hp, she started over with new supplies and resumed therapy. The hp stated she knows that she needs to prime the extension lines. The hp stated she followed up with her pdrn. There was patient involvement. No patient injury or medical intervention was reported.